Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(6), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(6), implanted: (B)(6) 2009, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had their ins explanted and replaced. After the incision, the physician removed two set screws at the battery site that were connected to the extensions. One of the extensions pulled out fine. The other was stuck and encountered resistance even after loosening the set screw more. It was finally removed, however, after being looked at, it was noted the extension had bulging material in between the electrodes as if it had expanded over the use/life of the battery. This expansion was visualized by the doctors as the cause for the difficulty in removing the lead tail from the ins. No further complications were reported